Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet wake/sleep button was intermittently unresponsive while the device otherwise operated and blood glucose control was not affected; the user could sometimes wake the device but functionality was inconsistent, and standard restart attempts did not resolve the issue. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included provision of replacement equipment and user guidance on continued cgm use, data syncing, and proper device shutdown. Investigation included technical troubleshooting with the user and logistical review for replacement and return. Investigation of this device was confirmed and revealed a suspected hardware malfunction localized to the wake/sleep button interface, with no evidence of alarms, missed insulin delivery, or glycemic impact during the event. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure of the button mechanism.